Manufacturer narrative:
Citation: barber, s. M., rangel-castilla, l., zhang, y. J., klucznik, r., and diaz, o. (2014). Mid- and long-term outcomes of ca rotid-cavernous fistula endovascular management with onyx and n-bca: experience of a single tertiary center. Journal of neurointerventional surgery, 7(10), 762-769. Doi:10.1136/neurintsurg-2014-011266. The purpose of this study was to characterize the long-term durability of ccf liquid embolization. This was a retrospective review of database of 24 carotid-cavernous fistula (ccfs) in 21 consecutive patients who underwent onyx or n-bca embolization of a ccf from 2006 to 2013. The study included 16 women and six men; mean age 62. The 24 procedures were successfully completed during the study, resulting in complete or near-complete occlusion by the end of the study in all 24 ccfs (obliteration success 100%). The authors conclude that early evidence has indicated that endovascular embolization with onyx is relatively safe and effective at achieving an initial angiographic cure for ccfs. Results of the series suggest that angiographic and clinical outcomes of onyx and n-bca embolization remain stable at mid and long-term follow up. The onyx was not returned for analysis as these events were discovered via literature review; therefore, product analysis of the onyx device was not able to be performed. The model and lot numbers of the devices used in the procedure were not reported. Vessel dissections, stroke, ischemic events, are known inherent risks of the embolization procedure and are documented in the instructions for use. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate these events, the most likely cause is procedure related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that 4 out of 21 patients treated with onyx in this study experienced complications after the procedure. The patients in this study were undergoing onyx embolization to treat carotid-cavernous fistula. Two patients experienced a worsening of symptoms or the presence of new symptoms after the embolization procedure. One patient with a left barrow type a ccf, who underwent embolization with onyx, coils, and stent placement from a combined transarterial-transvenous approach, experienced new cranial nerve palsies. The patient awoke after the procedure with a new mild left cranial nerve three and six palsies. An infarct occurred in a patient with iatrogenic barrow type a ccf in whom an iatrogenic left common carotid dissection occurred during onyx embolization of the ccf. The patient awoke with right hemiparesis, which improved to some degree with rehabilitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.